Event description:
It was reported that the spinal cord stimulator (scs) system was no longer functioning as intended and the ipg would no longer charge. The patient underwent a revision procedure wherein the ipg and lead was replaced. The patient was doing well postoperatively and the explanted devices were discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(6), batch: (B)(6).